Event description:
It was reported that the patient experienced discomfort at the pocket site due to clothing rubbing on the implantable neurostimulator (ins). Revision of the pocket was to be scheduled. There was no patient injury but it was indicated that the patient experienced pain.

Event description:
Additional information received reported that the revision was not yet performed. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).